Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature depletion at elective replacement indications. The left ventricular thresholds were un-measurable in the days prior to the replacement. The ICD was removed and replaced. There were no patient complications reported as a result of this event.